Event description:
A continuous glucose monitor (cgm) error 42 was reported by the caller. The caller¿s blood glucose level remained unaffected as no adverse impact was reported. Following the error report, technical support provided instructions for a complete pump reset, which the caller successfully performed. After the reset, the pump no longer displayed the cgm error code, and the caller began their sensor session without further issues.